Event description:
The surgeon reported he performed a lens exchange in response to the patient's complaint of significant glare night and day. The surgeon stated the patient's refraction prior to the exchange was very good, the lens was positioned correctly and the aberrometric exam of the lens showed no problem. Post implant of the alternate lens the patient's visual acuity is 20/20.

Manufacturer narrative:
The hospital reported they are unable to return the device to the manufacturer for analysis at this time. The lens met all optical specifications prior to release. The causal relationship between the device and the patient's complaint of glare could not be established. Our investigation into this event remains inconclusive. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Lens not returned by the reporter.

Manufacturer narrative:
The complaint lens was received cut and contaminated. The complaint lens was cleaned and decontaminated prior to be visually inspected under the microscope. No scratches or other cosmetic defects were observed on the lens. No product deficiency was identified. The lens met all manufacturing specifications prior to release. Documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.